Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had an existing aorto-bi-femoral graft sewn in on an unknown date. Currently, the patient developed a pseudoaneurysm above the graft. The pseudoaneurysm was being treated with an endurant cuff. It was reported that after the aortic cuff was implanted it was not possible to remove the delivery system as the spindle was getting caught in the graft. The delivery system could be advanced upward but because of the narrowing in the limb of the aorto-bi-femoral graft the delivery system kept getting caught. The patient also had severely tortuous iliac arteries and this was the reason the delivery system could not be removed. The decision was made to surgically remove the delivery system and cut nose cone / spindle out with a wire cutter. The delivery system was successfully removed this way, and a dacron graft was sewn in. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (anatomy related; severely tortuous iliac arteries), unapproved use of device (treatment of pseudoaneurysm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely tortuous iliac arteries), user error contributed to event (treatment of pseudoaneurysm).